Event description:
Surgeon was putting a pedicle screw in the spine when the medtronic navigation probe tip broke inside the pedicle. Surgeon attempted to remove and was unable to. Surgeon felt risks outweighed the benefit, and tip was left in.